Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven years after the implant of the 26 mm evolut pro transcatheter aortic valve, the patient experienced exertional dyspnea and fatigue. Two months later, an echocardiogram revealed aortic stenosis, with a mean gradient of 35 mmhg, moderate mitral regurgitation, and moderate tricuspid regurgitation. No hospitalizations occurred due to these issues. It was also reported that the evolut pro appears to be implanted within a homograft or stentless xenograft surgical aortic valve, and a possible plaque /thrombus versus inadequate contrast filling was seen near the valve. It is unknown if any treatment/intervention was provided or is planned. Additional information was received that the mean gradient before the valve was implanted was 27 mm. A transesophageal echocardiogram (tee) prior to the valve implant confirmed severe aortic stenosis. Following the valve implant, the mean gradient was 9 mmhg. Anti-platelet therapy of acetylsalicylic acid (asa) and plavix was prescribed. The valve gradient at discharge was 5.4 mmhg. No thrombus was present. The treatment plan is ongoing surveillance with clinical monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven years after the implant of the 26 mm evolut pro transcatheter aortic valve, the patient experienced exertional dyspnea and fatigue. Two months later, an echocardiogram revealed aortic stenosis, with a mean gradient of 35 mmhg, moderate mitral regurgitation, and moderate tricuspid regurgitation. No hospitalizations occurred due to these issues. It was also reported that the evolut pro appears to be implanted within a homograft or stentless xenograft surgical aortic valve, and a possible plaque /thrombus versus inadequate contrast filling was seen near the valve. It is unknown if any treatment/intervention was provided or is planned.